Event description:
Customer reported set appears to have separated either at upper fitment or lower fitment. No patient harm was reported. The medication infusing was propofol. No further information was available.

Manufacturer narrative:
Manufacturer's report date: 10/22/2009. Patient information requested and all available information is included. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.